Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the paramedic was call on (B)(6) 2014 due to low blood glucose levels of 25mg/dl. The customer was treated with a glucagon injection. The customer delivered 41.3 units of insulin. No additional information was provided.